Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) through the provided sheath. They had used 3 different iabs and sheaths without success. They did not believe the iab ever exited the sheath. They said that they even tried putting a 7.5 fr iab through the 8 fr sheath and were still unsuccessful. The typical reasons for difficulty inserting the higher efficacy iabs were reviewed with the customer. They stated that none of the reasons discussed were done incorrectly. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. The 1st iab is reported under mfg report number 2248146-2022-00692. A separate report will be submitted for the third iab.

Manufacturer narrative:
Additional information: age at time of event, age units (patient), weight., weight (units), serial #. Additional reporter info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.